Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca)drug eluting stenting procedure, stent damage occurred. The lesion was located in the distal right circumflex (rcx) artery. The lesion was 99% stenosed and severely calcified. The lesion was predilated with a 2.0x 29 mm balloon. Significant resistance was encountered on insertion of the taxus liberte 20 x 2.50mm stent delivery system, and it was unable to be advanced. The stent delivery system was removed. The physician reported that the stent struts were bent. The lesion was pre dilated again with a 2.50x20 mm balloon. Another manufacturer's stent was implanted. No patient injuries or complications were reported. The patient's status is reported as "good."

Manufacturer narrative:
Product analysis revealed the delivery device with the stent on the balloon was received and a hypotube fracture and stent damage were observed. The manifold was not returned. The catheter exhibited a hypotube fracture located 131.3 centimeters proximally from the distal tip. The stent had also moved distally on the balloon approximately 2 millimeters. The catheter was back loaded with a .014" guide wire through the entire length of the wire lumen without any resistance. Visual and microscopic examination of the fracture face revealed evidence that the hypotube had been severely kinked at the fracture site. It is believed that the kinking compromised the strength of the hypotube and contributed to its fracture. The cause of the original kink or the subsequent fracture could not be determined. Examination of the stent revealed damage to the proximal end. The proximal stent struts were bent. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. Stent damage and movement of this nature is usually the result of pulling an unexpanded stent back into the guide catheter. There is no evidence that the device was improperly manufactured. The exact cause of the stent damage and movement could not be determined.